Manufacturer narrative:
Of the 1 devices reported 0 devices were received for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws.